Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was received by the customer already opened. According to the complaint, the sterile pouch of the cre balloon was opened and the seals appeared to be compromised. There was no patient/procedure involvement.

Manufacturer narrative:
A visual examination of the complaint device revealed that the packaging was opened. The brochure envelope was present and intact. The device was still on the mounting card and inside the pouch. The manufacturer seal was fully intact and the chevron seal was opened. Based on the condition of the returned device, this failure likely occurred due to handling of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was received by the customer already opened. According to the complaint, the sterile pouch of the cre balloon was opened and the seals appeared to be compromised. There was no patient/procedure involvement.

Manufacturer narrative:
Reported event of seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.